Event description:
Chest x-ray documented migration of ICD lead. Pt brought in for removal of lead. Lead was not able to be removed, so was capped. Lead to be removed through open heart surgery. New lead to be implanted at that time.